Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that with two needle thread combos, the needle immediately detaches from the thread at the first stitch. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding other issue (thread is missing) that was closed as not confirmed after analysis. (B)(4). We have not received samples from the customer for analysis. We have received the 12 units available in stock to be tested. Tightness test to the samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.91 kgf in average and 0.69 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.01 kgf in average and 0.86 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.